Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a broken belt clip slot.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 84 mg/dl. Advised the caller to discontinue use of the device and revert to back up plan. No further info was provided.